Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed. Receiver was charged and would not boot up. Unable to perform functional test or manual "try it" test due to receiver not booting up. Data download and a manual drop test for intermittency was also unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated. The reported event of an intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.